Manufacturer narrative:
Bayer case number: (B)(4). Allergies [multiple allergies] facial neuralgia [facial neuralgia] chronic fatigue [chronic fatigue] memory loss [memory loss] hair loss [hair loss] loss of motor skill [motor dysfunction] loss of sensitivity in left limbs [numbness in leg] neurological impairment [neurological impairment] my body has deteriorated [general physical health deterioration] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-jul-2025. The most recent information was received on 21-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of multiple allergies ("allergies") in a female patient who had essure inserted (lot no. C13144) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown dates she experienced multiple allergies (seriousness criterion medically important), trigeminal neuralgia ("facial neuralgia"), fatigue ("chronic fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), motor dysfunction ("loss of motor skill"), hypoaesthesia ("loss of sensitivity in left limbs"), nervous system disorder ("neurological impairment") and general physical health deterioration ("my body has deteriorated"). At the time of the report, the general physical health deterioration had not resolved. The outcomes for multiple allergies, trigeminal neuralgia, fatigue, amnesia, alopecia, motor dysfunction, hypoaesthesia and nervous system disorder were unknown. No causality assessment was received for essure with regard to trigeminal neuralgia, fatigue, amnesia, alopecia, motor dysfunction, hypoaesthesia, nervous system disorder, multiple allergies or general physical health deterioration. The reporter commented: in the past 11 years with the implants, my body has deteriorated until today, where the symptoms described are the consequence of implants made from heavy metals (nickel, titanium, polyethylene terephthalate (pet) and others). No information was given at the time about these metals. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104 kg. Batch number- c13144, manufacture date-2014-01-20, expiration date-2017-01-31 batch number- c26957, manufacture date-2014-02-24, expiration date-2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 21-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Allergies [multiple allergies] facial neuralgia [facial neuralgia] chronic fatigue [chronic fatigue] memory loss [memory loss] hair loss [hair loss] loss of motor skill [motor dysfunction] loss of sensitivity in left limbs [numbness in leg] neurological impairment [neurological impairment] my body has deteriorated [general physical health deterioration]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of multiple allergies ("allergies") in a female patient who had essure inserted (lot no. C13144, c26957) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced multiple allergies (seriousness criterion medically important), trigeminal neuralgia ("facial neuralgia"), fatigue ("chronic fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), motor dysfunction ("loss of motor skill"), hypoaesthesia ("loss of sensitivity in left limbs"), nervous system disorder ("neurological impairment") and general physical health deterioration ("my body has deteriorated"). At the time of the report, the general physical health deterioration had not resolved. The outcomes for multiple allergies, trigeminal neuralgia, fatigue, amnesia, alopecia, motor dysfunction, hypoaesthesia and nervous system disorder were unknown. No causality assessment was received for essure with regard to trigeminal neuralgia, fatigue, amnesia, alopecia, motor dysfunction, hypoaesthesia, nervous system disorder, multiple allergies or general physical health deterioration. The reporter commented: in the past 11 years with the implants, my body has deteriorated until today, where the symptoms described are the consequence of implants made from heavy metals (nickel, titanium, polyethylene terephthalate (pet) and others). No information was given at the time about these metals. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.